Event description:
Device 1 of 2 reference MFR report #1627487-2014-01331. It was reported the pt experienced pocket heating while recharging. The pt has not charged the ipg in several months due to the heating issue and a previous spinal fusion procedure. Follow up on this matter found the pt is currently without stimulation and unable to communicate with his ipg using either the charging system or programmer. An sjm rep has been contacted to further interrogate the pt's ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to ptts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.